Event description:
It was reported that a microjoint instrument had broken head and a missing jaw. It was not confirmed whether the malfunction occurred during a clinical procedure. No adverse event was reported.